Event description:
Complainant alleged that the clinicians were pacing a pt (age and gender unk), but when they switched the device to monitor mode, and attempted to monitor the pt using zoll stat pads multi-function electordes (lot number 4800), the screen displayed dash lines. The clinician turned the device off/on, but the device continued to display dash lines. The pt was also being monitored by a second (non-zoll) bedside monitor, which indicated that the pt was presenting a ventricular fibrillation heart rhythm. The device function appropriately when the clinicians then defibrillated the pt, using the electrodes with the device. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, as the clinicians were making a "last ditch effort" to save the pt. The complainant indicated that the electrodes were inadvertently discarded subsequent to the event.